Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three different pacing leads were attempted to be implanted but were unsuccessful due to placement difficulty caused by the leads slipping. The leads were each removed. No patient complications have been reported as a result of this event.